Event description:
The customer reported to philips that the device powered off during patient treatment. It was reported that the customer's initial problem of "device powered off" was observed while in clinical use. However, no adverse patient impact was reported by the customer.